Manufacturer narrative:
The investigation determined that discrepant vitros assay results were obtained from a patient sample when comparing the results on the vitros 250 chemistry system to the results displayed in the customer¿s laboratory information system. A definitive assignable cause of the event was unable to be determined. However, the investigation determined a likely cause of the event is an issue related to the configuration of the customer¿s lis. It appears that the lis is only interpreting results to two significant digits and is likely rounding the results from the vitros instrument. However, this could not be confirmed with the information provided. Due to the setting of the vitros 250 chemistry system of ¿upload only¿, an lis log from the analyzer is not produced and was therefore, not available for review. It could not be confirmed that the vitros 250 system did not malfunction. This event will be conservatively reported by ortho as it cannot be concluded that the vitros 250 system did not contribute to the event. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discrepant vitros assay results were obtained from a patient sample when comparing the results on the vitros 250 chemistry system to the results displayed in the customer¿s laboratory information system. Vitros bu = 0.43 versus lis bu = 0.4 (units of measure not provided). Vitros bc = 0.37 versus lis bc = 0.4 (units of measure not provided). Vitros bun = 19.9 versus lis bun = 20.0 (units of measure not provided). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discrepant results were from a quality control fluid and were not reported from the laboratory. It is unknown if any patient sample results were affected or reported from the laboratory, however, ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).